Manufacturer narrative:
No product has been returned for evaluation as no product malfunction alleged. Root cause cannot be confirmed at this time. It is unknown how much time from index procedure to reported incident occurred. Device not returned.

Event description:
Patient underwent spine procedure on (B)(6) 2017. As per reporter patient developed a posterior wound dehisced with drainage.

Manufacturer narrative:
No product malfunction was alleged. No lab reports or radiographs were provided so the complaint was not confirmed. Post-operative dehiscence/infection is a known complication of surgical procedures that is the result difficulty in healing possibly related to an infection. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. Review of the reported event suggests possible environmental contamination though the type of infection was not provided. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "...cleaning and decontamination all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your nuvasive representative for any additional information related to cleaning of nuvasive surgical instruments..."